Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead was repositioned and remains in use. It was noted that the patient is taking part in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.